Event description:
A consumer reportedly sees glints and reflections when consumer moves the eyes side to side or up and down. This is most apparent in bright light. The pt had an intraocular lens implanted approximately three years ago. The association between the intraocular lens and the event is not known.